Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl. Reportedly, the cause of the elevated bg level was unknown. The customer delivered a bolus via the pump to address impacted bg level. During a system check, tandem technical support (cts) confirmed that the pump was functioning as intended. Cts recommended the customer to consult with health care provider to discuss what may be affecting bg levels; the customer acknowledged and declined further follow up.